Manufacturer narrative:
Product ID: 8835, serial #: (B)(4), product type: programmer; patient product ID: 8711, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter; product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter with an unknown serial # revealed a tear in the seal connector near the guide ring of the sutureless connector.

Event description:
Additional information later reported infection at lumbar incision site. Diagnostic done on (B)(6) 2014 indicated infection. IV vancomycin was administered (B)(6) 2014 and a medication adjustment done on (B)(6) 2014 with the patient receiving bactrim orally. The etiology was indicated as related to implant procedure. The outcome was noted as resolved without sequelae (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient experienced pain and swelling at the pump site, back pain, fever and an infection. The severity was severe. It resulted in in-patient or prolonged hospitalization. The device was explanted. The pump and catheter were explanted (B)(6) 2014. It was also indicated the explant date was (B)(6) 2014. It was unclear what the date of explant was. The patient status was alive; no injury. The pump was delivering dilaudid and bupivacaine.